Event description:
The facility's director of risk management reported that the clinicians were infusing blood to a trauma patient via a blood set, and the filter clogged after 2 units were infused through the set. The patient later died reportedly due to injuries sustained from a car accident. The patient arrived to the facility in 2005 at 446pm. At 455pm the patient was determined to need a massive transfusion. The patient had severe intracranial pressure and was put on ventilator. In the field the patient's blood pressure was 100/75. Upon arrival to the facility, the patient's vitals were blood pressure 73/50 with a pulse 134 and an oxygen saturation of 77%. The patient's pupils were dilated. There was blood in the patient's mouth and hematomas over the lumber spine and back extending to posterior pelvis in addition to body lacerations. The patient sustained a pelvic fracture, splenic injury, had blood in the peritoneum, and a bladder rupture. During resuscitation, 34 units of packed red cells, 14 units of fresh frozen plasma, 4 units of cryoprecipitate, and 4 units of platelets were infused. The patient also received 25 units of crystalloid and 2275 mls of blood from the cell saver. The patient expired same day.